Manufacturer narrative:
(B)(4). One unit of manta sheath and dilator were returned to vsi/teleflex for evaluation. Blood particulates were noted on the units. Minor displacement of the button valve was observed on the sheath. Unit was decontaminated and inspected. Manta was functionally tested for bypass advancement. The dilator was placed within the sheath for 30s and removed. The bypass tube was introduced , and significant resistance was observed in advancing the bypass tube via the valve. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a percutaneous ventricular assist device removal, a 14f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub although no buckling or bending occurred to the bypass tube when met with resistance. The first 14f manta device and sheath were removed from the guidewire and a second 14f manta device and sheath were opened and deployed successfully. The patient outcome post-procedure was fine, and no harm or consequence was experienced by the patient. The manta instructions for use indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. For further investigation, lot review and other testing. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: could not push manta through the valve. 2 deployed perfectly. Additional information on 24mar2023: during a percutaneous ventricular assist device pvad procedure, there were no issues advancing or withdrawing procedural sheath. Severe resistance was met when attempting to advance the bypass tube but there was no buckling or bending of the tube. The entire unit was removed and replaced with a new one which had no issues. Patient was reported as fine.

Event description:
It was reported that: could not push manta through the valve. 2 deployed perfectly.additional information on 24mar2023: during a percutaneous ventricular assist device pvad procedure, there were no issues advancing or withdrawing procedural sheath. Severe resistance was met when attempting to advance the bypass tube but there was no buckling or bending of the tube. The entire unit was removed and replaced with a new one which had no issues. Patient was reported as fine.

Manufacturer narrative:
(B)(4). An investigation has been reported to review historical data and risk documentation. A follow report will be submitted after investigation.